Event description:
Upon reviewing the flag files for a (B)(6) female pt, zoll customer support determined that the pt was experiencing battery charger faults. Zoll customer support contacted the pt and issued her a replacement charger/modem.

Manufacturer narrative:
Device eval of charger/modem sn (B)(4) has been completed. The reported problem (battery charger faults) was confirmed. Upon eval, there was contamination on the battery board inside the charger/modem. The cause of the inability to charge the batteries is the contamination. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unk contaminant. No adverse event resulted from the contaminated charger/modem. The pt received a replacement charger/modem.